Event description:
Pt was agitated during hemodialysis treatment and the needle became dislodged. The nurse stated that the tape did not adequately secure it. Pt transported to hospital. More than 275 cc of blood was lost. Pt did not receive transfusion or any other treatment.